Manufacturer narrative:
Product event summary: this event was unable to be analyzed as the product was deemed lost, and therefore not returned to the manufacturer.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use, the electrophysiology (ep) catheter packaging was damaged; therefore compromising the sterility of the catheter. The catheter will be replaced. There was no patient involvement as the event was not related to a case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.